Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Reason for surgery: pop and sui. Concurrent procedures: vaginal hysterectomy.